Event description:
Procedure: resection of right superior lobe bronchus. According to the reporter: the dlu resected completely, but the staples were not formed completely and the incision remained open. Shortly after that there was a thumb sized hole at the cardiac membrane around 4cm away from bronchus (not related to the stapler application.) There was bleeding of between 8000 and 9000cc from the cardiac membrane. The surgeon stated that the bleeding is not related to the stapler or this report.